Manufacturer narrative:
This is a final report. An investigation of the reported incident was conducted and revealed, that the malfunction was due to a burnt ntc (r15) on the voltage selector board. Tests on a representative m530 ohx, a design review of the electronic circuits including component specifications and an investigation on the affected voltage selector board was performed. The tests and investigation revealed that the design is adequate and the ntc "r15" is working within its specified limits. It was concluded that the defective component ntc "r15" is an isolated, random component failure without any design or manufacturing issue and no indications for an adverse trend. Replacing the voltage selector board corrected the issue and the device was functioning according to specifications.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(6) ag received a complaint from USA stating that a component on the m530 ohx voltage selector fuse board overheated. The issue occurred during preparation prior to surgery. There was no patient injury. The procedure was performed with another device.